Manufacturer narrative:
On the previously submitted report, adverse event/product problem and outcomes attributed to ae in section b were incorrect.  It is corrected on this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient "passed away" while wearing the mask on (B)(6) 2017, and patient stopped using the mask in 2020, chronic kidney disease stage ii, liver failure stage ii, adrenal tumor, bilateral pneumonia, skin issues on the head and neck and vision issues. Upon further review the timeline of events surrounding the patient "passing away" are unclear and more information is needed to confirm relation to the device as the patient is currently living. Patient reported when diagnosed with pneumonia, x-rays that showed particles in the lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient "passed away" while wearing the mask on (B)(6) 2017, and patient stopped using the mask in 2020, chronic kidney disease stage ii, liver failure stage ii, adrenal tumor, bilateral pneumonia, skin issues on the head and neck and vision issues. Upon further review the timeline of events surrounding the patient "passing away" are unclear and more information is needed to confirm relation to the device as the patient is currently living. Patient reported when diagnosed with pneumonia, x-rays that showed particles in the lung. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h6: has been updated.